Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with atrial lead noise. The physician was aware of the noise at implant and programmed around the noise at that time. The patient was stable.